Event description:
The initial reporter complained of a discrepant low result for 1 patient tested with accu-chek inform ii meter serial number: (B)(4) (meter a) compared to accu-chek inform ii meter serial number: (B)(4) (meter b). At 9:35 p.m. The result from meter a was 27 mg/dl.. At 9:38 p.m. The result from meter b was 98 mg/dl.. The result from meter b was believed to be correct. The patient was not treated based on either result. No laboratory testing was performed.

Manufacturer narrative:
Qc was run on meter a within 24 hours of the event with passing results. Meter a and the test strips were requested for investigation. Meter a was received for investigation and tested with retention strips and retention controls. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿ 42, 42, 40 mg/dl, level 2 ¿ 281, 289, 284 mg/dl. All returned results are within the acceptable range. No information was provided in the complaint that would point to a cause for the discrepant results. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.